Event description:
It was reported, the light source didn't recognize the endoscopes and there was water inside of the connector. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The procedure was a therapuetic polypectomy. The procedure was completed using a similar device. There was no delay to the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction of device not recognizing endoscopes was not confirmed. However, during device inspection, water immersion inside the connector, and endoscopic image could not be displayed were found. Based on the results of the investigation, olympus could not specify the root cause of the suggested events of the device not recognizing endoscopes and water immersion inside the connector, therefore no presumed root causes could be identified. For the third event of endoscopic image could not be displayed, olympus presumed that the endoscopic image cannot be displayed due to a dart on the output socket. Olympus will continue to monitor field performance for this device.